Manufacturer narrative:
Age/date of birth: unknown, information not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that lens was explanted from patient¿s operative eye in secondary surgical procedure because of patient experiencing astigmatism. Reportedly the patient had 0.25 diopter of astigmatism prior to cataract surgery but had 2.25 diopter after the cataract surgery. Hence a toric lens was implanted as replacement lens to counteract the astigmatism. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Correction: date of event: additional information was received and it was learnt that the correct date of event when the patient saw first symptom was (B)(6) 2020. Initially it was inadvertently populated as (B)(6) 2020. Additional information: additional information was received and it was learnt that patient is doing well. Age/date of birth: (B)(6). Device available for evaluation; returned to manufacturer on: 7/9/2020. Device evaluation: the product was returned. Visual inspection performed under microscope. Lubricant material residues and loose particles can be observed on the lens surface. The lens was cut into pieces and both haptics looks slightly distorted which could be related to removal process. Based on the reported issue there is no product quality deficiency. Manufacturing records review: the manufacturing records for the device were reviewed. The search revealed no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.